Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient. It was reported the patient was in for a routine 6 month follow up. Admits to loosing balance and almost falling. Patient also lost stimulation in feet. Reprogrammed and was able to achieve stimulation in feet and patient happy with relief. Rep ran impedance due to almost fall and found electrode 2 & 3 out of range (high). Confirmed nothing is programmed on these electrodes. Provider getting x-ray to confirm nothing moved. Patient is happy with pain relief and stimulation. Nothing further planned. No surgical intervention occurred or planned. No patient symptoms or complications were reported in this event. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient came into the physician¿s office again on the day of the report because they were getting an error message on their controller, and ¿can't deliver desired settings.¿ the rep stated that the patient admitted to falling again a couple of months ago but can't remember the exact date. They noted that impedances showed red and ¿don't use¿ for contacts 1-4. The rep programmed around those electrodes and was able to achieve stimulation in the patient¿s desired locations. No further complications were reported or anticipated.